Event description:
It was reported that the customer was in the hospital for something unrelated to the insulin pump. However the customer had a blood glucose reading of 381 mg/dl, and was treated. Troubleshooting was performed, and the insulin pump passed the displacement test. The caller also reported a no delivery alarm during a bolus attempt. Advised the caller to have the customer change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.